Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact then stated that the patient was not able to continue his treatment last night because he kept getting the m31 air detected in cassette message. Patient contact stated she turned the cyc off, and in the morning she noticed when she opened the door to the cyc there was fluid leaking out of the cassette onto the cyc. Patient contact was advised to contact the peritoneal dialysis nurse regarding the alleged fluid leak. Follow up with the peritoneal dialysis nurse indicated that there was no complications as a result of the fluid leak and there was no medical intervention. Complaint sample requested for return to the manufacturing plant.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."